Event description:
It was reported that the device was at early eri and the lead impedance was out of range. Hence the device and lead were explanted.

Manufacturer narrative:
The anomaly observed in the field was confirmed. The ventricular pacing lead impedance was high and noise was observed in the segms. It is suspected that the noise was caused by a lead-device header connection or lead fracture. The ICD detected noise, diagnosed as fib, charge and depleted the battery voltage. There were 194 maximum equivalent charges. The device was tested on the bench and on automated electrical test system and detected no anomaly. The device met all specifications.